Manufacturer narrative:
Block a2: the patient's dob is unknown. This information was not available from the facility. Blocks e1 & g2: foreign- germany. Block h3: the angiosculpt catheter was returned intact to a non-philips introducer sheath; however, was able to be removed from the catheter with no resistance. Visual inspection of the catheter found a damaged balloon that burst radially. No functional testing performed due to the nature of the returned catheter. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used for a peripheral procedure in the distal cephalic vein. During the second inflation, the balloon ruptured at nominal pressure (8 atm). The procedure was completed with a new angiosculpt device. No patient injury reported. During the returned product evaluation, visual inspection confirmed a balloon radial burst. This product problem is being submitted due to the balloon radial burst that can result in a potential for harm.